Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the reported issue. The reported symptom was not found related to the reported instrument. It was likely that the wrong part was returned with this complaint. However, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was in the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument tips would not open. Intuitive surgical, inc. (Isi) attempted to obtain additional information regarding the reported issue; however, the attempts were unsuccessful. No additional information has been received as of date of this report.